Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 1:30 am after the end user stated he received higher than normal blood glucose readings from his prodigy diabetes meter. The end user was found unconscious and his blood glucose reading at the time of the medical event was 347 mg/dl. The paramedics were called and upon their arrival, they performed a blood glucose test with their meter but the end user could not recall the actual result. He received a glucose injection and was transported to the ER. Simultaneously, his blood glucose reading in the ER was 52 mg/dl. He was given additional glucose to increase his blood glucose level. After 4 hours in the ER, he was discharged with a blood glucose reading of 157 mg/dl. No additional details were provided in regards to this medical event.